Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the pulmonary lobe during a laparoscopic pulmonary segmentectomy, the first reload did not close on the tissue. Believing that it could be a thicker tissue, the reload was replaced with a different lot number. After closing, the button was pressed for firing but when firing, the stapler broke and emitted a loud sound. The stapler was not concluding the stapling nor allowing new apprehension of the tissue. The reload and handle and were replaced with a new one of the same batch and the surgery was completed. It was stated that over the next eleven shots, the device was difficult to close and the surgeon had to exert a lot of force. The surgical time was extended to 30 minutes or more but there was no patient injury.